Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or keypad anomalies were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted during visual inspection of internal assembly. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, customer¿s allegation of a prime fill anomaly are not confirmed. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event while using the pump and was unable to identify the cause. The customer treated with manual injection. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040ma, and mmt-242a. Troubleshooting was performed and was the customer reported the reservoir running out during the loading process and used three reservoirs. Troubleshooting confirmed no insulin squirting or dripping after motor stop, and the customer could not exit the ¿load reservoir¿ process. A serialized device replacement was advised, with instructions to discontinue pump use, revert to backup plan, and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884l, mmt-7040ma, and mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.